Event description:
It was reported that the doctor was using the hydrodebrider in the left maxillary. They used 3,015 of irrigation and the soft tissue swelled up in the intra orbital area. They tried to use the maxillary hydrodebrider, but it would not fit at first and so they used the frontal hydrodebrider and saw that it was leaking but continued on with the procedure. They checked the eye and checked the sinus and tried to aspirate the tissue. However, this did not work, and the tissue was very swollen.

Manufacturer narrative:
(B)(4). Conclusion: use error caused or contributed to event; the frontal handpiece which was alleged to be leaking, could not be confirmed due to intermittent activation trigger switch. The frontal handpiece was observed to have water in the hose, and some blood around the base of the sprayer, but no defects or anomalies were observed. The tubing of this handpiece was connected to the same console, and the stereo jack was inserted into the console. The trigger was activated, but the pump did not energize. The tip was articulated throughout its range and was seen to rotate properly, with no water coming out. The stereo jack was re-inserted, and did operate briefly. The handpiece was removed from the console and pried open. The activation button was tested for electrical resistance with multimeter fluke 21, asset # (B)(4), cal due date (B)(6) 2013. With the probes from the multimeter positioned across the two terminals used to connect the electrical wire, the button was pressed. No continuity was detected by the multimeter. The activation button is confirmed defective. The customer complaint for a leaking handpiece could not be confirmed, as the intermittency of the button did not allow enough pressure to build up to show any leaking. It is unlikely to have caused the complaint for "patient swollen." Swelling of orbital area is a usability issue, not caused by a leaking handpiece, but can only occur if the handpiece is pumping solution properly. Based on the reported information, the "most likely" cause of this event was user error, and application risk. The IFU offers these statements on avoiding fluid flowing into the orbit: in cases where the lamina papyrecea has been compromised during the surgical procedure, care should be taken not to direct the flow of irrigant through the fistula and into the orbit. Care must be taken prior to and during the procedure to ensure drainage when using the frontal handpiece. Occlusion of the frontal ostium from fungal debris, bone chips, or other foreign matter could result in irrigant flowing to the brain. The maxillary handpiece is confirmed to be in proper working order. This handpiece was not alleged to have caused or contributed to this complaint, and it is unknown why it was returned by the customer. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis.